Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR #1713747-2013-00246.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 300cc's. Patient had no adverse effects. Sample has not been returned to the MFR.